Event description:
Case description: investigation results: name: novopen echo plus rouge, batch number: nvgap58. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following: investigation results updated device tab: is non-reportable and malfunction fields updated to no EU/ca tab: final report check box ticked, expected date of follow up report was removed device addendum: annex b c d g codes added narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer comment: 16apr2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached. With very limited information regarding the patients handling of the suspected device reported in the case, it is not possible to elucidate a clear root cause for functionality of novopen echo plus. H3 continued: evaluation summary name: novopen echo plus rouge, batch number: nvgap58 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia], plunger was blocked inside the pen [device occlusion], the purge test didn't work, patient has not succeeded with injections [device failure], insulin doses were probably not administered in full [device delivery system issue]. Case description: this serious spontaneous case from france was reported by a pharmacist as "hyperglycemia(hyperglycemia)" beginning on (B)(6) 2025, "plunger was blocked inside the pen(device blockage)" with an unspecified onset date, "the purge test didn't work, patient has not succeeded with injections(device failure)" with an unspecified onset date, "insulin doses were probably not administered in full(inaccurate delivery by device)" with an unspecified onset date, and concerned a child male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", patient's height: 140.5 cm, patient's weight: 32 kg, patient's bmi: 16.21053430. Dosage regimens: novopen echo plus: current condition: type 1 diabetes (since 2025). Concomitant products included - tresiba (insulin degludec), novorapid (insulin aspart 100 u/ml). On an unknown date patient was having problems with his novopen echo plus pen. The pharmacist told us that the purge test didn't work. It was reported that no insulin was released during purging, even after several purges. On an unknown date of (B)(6)2025 patient had several episodes of hyperglycemia. Reporter had impression that the plunger was blocked inside the pen. The pen was completely dismantled and then reassembled. Once reassembled, it worked for an indefinite time before re-locking again. On an unknown date patient's fasting blood glucose (blood glucose) was 3.5 g/l. Batch numbers: novopen echo plus: nvgap58. Action taken to novopen echo plus was reported as unknown. The outcome for the event "hyperglycemia(hyperglycemia)" was recovering/resolving. The outcome for the event "plunger was blocked inside the pen (device blockage)" was not reported. The outcome for the event "the purge test didn't work; patient has not succeeded with injections (device failure)" was not reported. The outcome for the event "insulin doses were probably not administered in full (inaccurate delivery by device)" was not reported. This case was reclassified from non-serious to serious on (B)(6) 2025 due to addition of seriousness criteria medically significant to the event hyperglycemia. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Preliminary manufacturer's comment: 17-mar-2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached.